Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the valve in valve procedure. Patient medical records and procedure op notes (implant and valve in valve) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve in valve is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve in valve cannot be confirmed. It is possible that patient factors and co-morbidities may have contributed to the valve in valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by an edwards lifesciences affiliate in puerto rico, regarding a case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, on pod1, the patient underwent a valve-in-valve procedure. A 26 mm sapien 3 ultra valve was implanted by using the transfemoral approach. No more information was provided.